Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced issues inflating their device. A surgical procedure was performed during which all components of the existing device were explanted and replaced with a new ipp. There were no patient complications following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event is confirmed, as visual examination identified a cylinder bulge and functional testing identified the pump component did not perform within specification, which could affect the functionality of the device. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinders were visually and microscopically inspected. Both cylinder had wear at fold in the cylinder bodies and the tip of both cylinders was worn out. There was an excess of air between the inner and outer tube of cylinder 2 when inflated with a syringe, with bulge present. A large hole was identified outer tube of cylinder 1, consistent with explant damage. The pump was visually and microscopically inspected, and functionally tested. The pump did not perform within specifications of inflation test. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced issues inflating their device. A surgical procedure was performed during which all components of the existing device were explanted and replaced with a new ipp. The patient was well following the procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device has inflation issues. The device remains in service and the procedure has not been scheduled yet. The patient does not present any symptoms.